Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 component. The root cause for the defective c7 was unable to be positively identified. There is no indication that the device malfunction contributed to an adverse event as the device was able to detect vt rhythm on the date of the event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A patient received an inappropriate shock. Self-converting vt contributed to the false detection. The response buttons were pressed during the event. The patient was taken to the hospital for further evaluation.

Manufacturer narrative:
The equipment has been returned to zoll manufacturing corporation and evaluation is underway. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Awaiting evaluation of the equipment. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A patient received an inappropriate shock. Self-converting vt contributed to the false detection. The response buttons were pressed during the event. The patient was taken to the hospital for further evaluation.